Event description:
An a1059 mayfield modified skull clamp slipped on a pt during a procedure. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.